Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had a black screen. The customer's blood glucose level was unknown. Troubleshooting was performed but screen did not return to normal. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the self test, displacement test and displacement accuracy test. Device passed the delivery accuracy test at 0.08855 inches. No missing segments/partial display noted during the testing.